Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that one of the two fixing screws of the handle assembly was missing. Due to this missing screw, the handle assembly was able to detach while the cupola was manipulated by the users. Maquet determined that the handle assembly that failed was not the original one from production. It had been replaced with another one of a different model. A new handle assembly has been ordered in order to repair the device. The installation manual includes instructions to secure the handle assembly in case it needs to be replaced.

Event description:
The customer reported that during a surgery the handle set of the light has fallen into the operating field. No injuries were reported. (B)(4).